Event description:
It was reported that the valve was not sealed properly after catheter was inserted. The device was replaced. The procedure was completed and there were no patient complications. The device is expected to return for analysis. It was further reported additional information was provided that there was no fluid leakage but when aspirating the sheath after the catheter was inserted, bubbles were continuously drawn out and observed at the side port tubing on the sheath. There was no air seen in the patient, and no angiography was performed. There was no patient complications reported. The sheath lot number is not available, and the sheath is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned with its native dilator still inserted which required removal of the accessory to proceed with further analysis. Preparation of the sheath for leak performance testing was unsuccessful as an attempt to purge the sheath with deionized water resulted in a leak from the proximal end of the sheath. The valves were inspected using microscopy, both valves torn by the center slit on the inner face was observed, but due to the severity of the deformity on the valves, the true cause of the torn valves cannot be determined.

Event description:
It was reported that the valve was not sealed properly after catheter was inserted. The device was replaced. The procedure was completed and there were no patient complications. The device is expected to return for analysis. It was further reported additional information was provided that there was no fluid leakage but when aspirating the sheath after the catheter was inserted, bubbles were continuously drawn out and observed at the side port tubing on the sheath. There was no air seen in the patient, and no angiography was performed. There was no patient complications reported. The sheath lot number is not available, and the sheath was received for analysis.